Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery alarms, failed battery test or off no power anomalies noted. The insulin pump alarmed prime during basic occlusion test due to loose/flush drive support disk. The insulin pump was unable to verify motor error alarms due to prime alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked end cap, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 89 mg/dl. The customer reported a motor error alarm from the insulin pump during prime and rewind. The customer also reported a compromised force sensor system error from the insulin pump. The customer also reported an off no power alert that was preceded by a low battery alert from the insulin pump. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.